Manufacturer narrative:
(B)(4). D10: medical products: item#: (B)(4), entry reamer 8 mm; lot#: 64719255. G2: foreign: south africa. H6: component codes: mechanical (g04) - drill. Visual examination of returned device shows wear & tear that indicates repeated use. The end of the cutting feature of the device is damaged. Material is missing from the cutting end. Product identifiers are conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was using the instrument, the instrument became worn and fractured as the bone was extremely hard. The surgeon was able to complete the surgery with the instrument. There was no report of harm or foreign body retained by the patient.